Event description:
There was no patient involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the pad-pak was incorrectly seated or removed during the self-test. On 01/04/2013, the device passed an auto self-test immediately followed by a self-test with nonsensical data. This may suggest that the pad-pak was removed from the device before the self-test could be completed or that the pad-pak was incorrectly seated during the self-test. The device was temperature cycled between 0 degrees and 50 degrees for a period of 48 hours, whilst performing a self-test every 20 minutes, with a known good pad-pak and returned membrane fitted.